Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the atrial lead exhibiting rise in capture threshold and decrease in sensing. The patient was brought into the clinic and a chest x-ray was performed. The x-ray revealed that the lead was pulled back from its original position. The lead was then explanted and replaced successfully with no consequences to the patient.

Manufacturer narrative:
Final analysis found the complete lead was returned. Analysis was normal. No anomalies were found.